Manufacturer narrative:
Article citation: laborda-guirao t, cubero-parra jm, hidalgo-torres a. "Efficacy and safety of xen 45 gel stent alone or in combination with phacoemulsification in advanced open angle glaucoma patients: 1-year retrospective study." Int j ophthalmol 2020;13(8):1250-1256. Doi:10.18240/ijo.2020.08.11. This literature article was previously reported under MDR ID #3011299751-2020-00277. Further information was received specifically for this patient. The event of hypotony maculopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
It was noted a patient in the article "efficacy and safety of xen 45 gel stent alone or in combination with phacoemulsification in advanced open angle glaucoma patients: 1-year retrospective study" experienced hypotony maculopathy in the right eye. Treatment was noted as topical treatment with corticosteroids and mydriatics. The event has been resolved without sequelae.